Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 100% stenosed, 3x38mm, concentric, de novo target lesion was located in the mildly tortuous and non-calcified left anterior descending artery. Following pre-dilatation, a 3.00x38mm promus element plus drug-eluting stent was advanced and became stuck inside the guide catheter. During withdrawal of the stent, the whole system pulled out and the stent was found distorted. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 100% stenosed, 3x38mm, concentric, de novo target lesion was located in the mildly tortuous and non-calcified left anterior descending artery. Following pre-dilatation, a 3.00x38mm promus element plus drug-eluting stent was advanced and became stuck inside the guide catheter. During withdrawal of the stent, the whole system pulled out and the stent was found distorted. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. A promus element plus, mr, ous 3.00 x 38 mm stent delivery system was returned for analysis broken in 2 separate sections. A visual examination of the stent found stent damage on the entire length of the stent. Proximal to mid stent struts were noted to be lifted form their crimped positions and pulled towards the mid-section of the stent. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A red/brown substance was noted in the balloon cones and along the folded balloon wings. Crimp markings visible on the exposed balloon body from proximal markerband to the mid-balloon region. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along several locations of the hypotube shaft. Several kinks of the exposed corewire were also noted during device analysis. A visual examination of the outer and mid-shaft section found a break measured at 111cm distal to the distal end of the strain relief. A visual and tactile examination of the outer shaft polymer extrusion found multiple kinks along the length of the shaft polymer extrusion. A visual examination of the inner lumen found a stretch located 2.5 mm distally to the bi-component bond. No other issues were identified during the product analysis.